Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A root cause was not determined for this complaint.

Event description:
Medtronic received information that during deployment of this transcatheter bioprosthetic valve, the micro knob of the delivery catheter system (dcs) was clicking and the capsule would not retract. The valve was removed from the patient along with the dcs. A different valve was loaded onto a new dcs and successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding te clinical observation. Should the product be returned, a supplemental report will be filed following the completion of the analysis. (B)(4).